Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Ran test images and reviewed with tech. No issues were noted. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system produced dark images on extremities. There was no report of patient injury.